Event description:
White plastic piece from the tip of the harmonic laparoscopic shears broke off inside of the patient. The tip was immediately recovered and procedure continued without further incident.